Manufacturer narrative:
The following fields were updated due to additional information: d4. Unique identifier (UDI) #: (B)(4). Investigation summary: bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, and no additive abnormalities were found. There was no evidence of defects in the device history record associated with the implicated lot number. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results (accuracy). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® plus citrate tube, 1 patient sample exhibited erroneous high d-dimer results. The patient was sent to the emergency room and a new sample was collected which was lower. There was no other health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® plus citrate tube, 1 patient sample exhibited erroneous high d-dimer results. The patient was sent to the emergency room and a new sample was collected which was lower. There was no other health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.